Event description:
The customer reported that the system will not boot up. A checksum error appeared.

Manufacturer narrative:
(B) (4). The ge service rep replaced the pc and ordered a new hard drive.